Event description:
(B)(6) days post basilar aneurysm y-stenting procedure, the patient presented with 8 hours of posterior circulation and brain stem stroke onset. Imaging showed basilar artery (ba) thrombosis distal to the stents. The patient was given 21 mg of tissue plasminogen activator (tpa) intraarterially and successful ba recanalization was achieved. However, later the same day and the next day imaging found possible hemorrhagic transformation and edema of the posterior cerebral artery territory infarct with limited blood flow. The patient currently is in intensive care in critical condition at high risk of decompensation.

Event description:
At 20 days post basilar aneurysm y-stenting procedure, the patient presented with 8 hours of posterior circulation and brain stem stroke onset. Imaging showed basilar artery (ba) thrombosis distal to the stents. The patient was given 21 mg of tissue plasminogen activator (tpa) intraarterially and successful ba recanalization was achieved. However, later the same day and the next day imaging found possible hemorrhagic transformation and edema of the posterior cerebral artery territory infarct with limited blood flow. The patient currently is in intensive care in critical condition at high risk of decompensation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and hemorrhage deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.